Event description:
It was reported that the patient needed an MRI and system diagnostics recorded high impedances on the lead. Upon further investigation, x-rays showed the lead was anterior. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.